Event description:
It was reported that during a pulse field ablation procedure using a farawave pulsed field ablation catheter the patient experienced pericardial effusion, atrial perforation, and dyspnea with low oxygen saturation. Pre-procedure imaging showed no signs of effusion. The pulmonary vein isolation (pvi) was completed successfully with the farawave catheter. There was no sign of effusion when the ventricles were imaged again after this. A cti line ablation was performed with the stablepoint catheter in the faradrive sheath. Cti line imaging after the ablation showed a small effusion. The patient's anticoagulation was not reversed. The sheathes were removed from the patient and a figure-8 stitch was used for closure. The procedure was considered complete, as the effusion was not discovered until the very end of it. The patient was sent to post-op with instructions for a follow-up with the cardiology department. About an hour later the patient was having trouble breathing and had below normal oxygen saturation. A pericardial tap was performed and 600ml of fluid was drained from the pericardial sack. The patient was admitted to the hospital afterwards. When the condition of the patient did not improve the physician elected to send them for cardiothoracic (CT) surgery later that evening. The CT surgeon discovered a toothpick sized hole in the posterior wall of the left atrium. A single stitch was used to close the hole. The patient was discharged from the hospital in stable condition two days after the ablation procedure. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.